Event description:
The pt was in a car accident where his car was hit from behind on (B) (4) 2010. Afterward, the pt experienced a loss of therapeutic effect. Symptoms included a return of back pain and his legs giving out. The pt programmer batteries were ok. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).